Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported she had a low blood glucose event while driving sometime in (B)(6) 2014. She stated she was jerking back and forth while driving and a fireman called the state police. A fire truck and police cars had to block off the road until customer was able to pull over. She was not in an accident. After she was pulled over, she was taken to the hospital by an ambulance. Customer's blood glucose was 37 mg/dl at the time of the event. Customer's insulin pump did not alert her that she was low. She stated she may not have been keeping correct count of her carbohydrates that day and might have over bolused. Customer has been having low blood glucose lately. She spoke with her doctor and now she boluses after meals. She stated this has helped reduce lows. Nothing further reported.